Event description:
It was reported that the surgeon used the 1st device, and the clips did not close properly. They opened a 2nd device and again the clips did not close properly. Eventually, they used an endoclip. Procedure was completed successfully.